Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited possible connection issues noted from reproducible noise.  The right atrial lead (ra) was suspected to have low voltage fracture and had exhibited out of range high and spike atrial impedance. The lead also exhibited noise and oversensing. The patient had experienced decompensated heart failure symptoms.  Reprogramming was performed and lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 -lead - implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited possible connection issues noted from reproducible noise. The right atrial lead (ra) was suspected to have low voltage fracture and had exhibited out of range high and spike atrial impedance. The lead also exhibited noise and oversensing. The patient had experienced decompensated heart failure symptoms. Reprogramming was performed. The ra lead was capped and replaced. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.